Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a left total hip replacement (B)(6) 2005. Patient has done well until recently. She showed up for follow up with pain. She was worked up and had elevated cocr levels and evidence of a soft tissue mass in her hip. She was scheduled for a revision. At the time of revision some soft tissue reaction was noted. The head was removed with several blows with a mallet and tamp. There was some burnishing of the head and neck but it appeared to be in good condition. It was cleaned and a new sleeve was impacted and tested. It was securely attached to the neck. The surgeon subsequently assembled a ceramic head and mdm head together placed the mdm liner in the shell. He then impacted the head. It was secure on the stem. The patient was stable through a full range of motion. The operation was completed successfully and the patient will continue to be monitored. Due to hospital policy no further information will be made available.